Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support that was ongoing for 3 days when the team observed access site bleeding. The bleed was at the impella, ECMO (extracorporeal membrane oxygenation), and arterial line. The team treated by the placement of the femostop and gave 1 unit rbc (red blood cell), 1 platelet, and 1 cryo. The event did not prompt explant. The pump supported for over 17 days.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and limited information is provided in the clinical description.